Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence patient reported automobile accident and that something was jarring loose and they have a shocking sensation when they woke up the morning of the call. No further complications were noted or anticipated